Manufacturer narrative:
The unit failed displacement test (174.5 units left on status screen) and motor error alarm during rewind due to out of phase motor encoder signal. The unit was unable to confirm a09 alarms and empty reservoir alarm due to motor error alarms. Moisture damage was noted on the lcd board and m/b. The insulin pump was received with a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there empty reservoir alarm and motor displacement test failure. Customer stated report stating empty reservoir but reservoir was full. Customer's blood glucose was 142.20 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.